Event description:
It was reported that the patient's device was audibly alerting. During interrogation of the device, it was noted that the right ventricular (rv) lead had high impedance from a possible fracture. A chest x-ray was performed that showed the lead had dislodged due to possible twiddler's syndrome. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, the inner insulation and the outer insulation of the lead became extrinsically distorted due to kinking/buckling, the overlay tubing of the lead became extrinsically distorted due to kinking/buckling, and visual summary analysis of the lead indicated apparent explant damage. It was further noted that the analyst could not extend the helix due to twiddler¿s damage and that the lead body is twisted throughout. (B)(4).